Event description:
It was reported that the atrial and ventricular leads both exhibited high thresholds. It was also determined that the device had migrated into the axillary region, reducing any slack in the leads. The leads were capped and replaced, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.